Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name surescan; product ID 978a133 (lot: va28v9f); product type: 0200-lead; implant date (B)(6) 202; explant date. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported that they were unsure if the ins had been working since 2021. The patient said that it was not like they had used their ins since 2021. The patient said that they ordered an MRI, but the MRI facility refused to do the procedure because they had the implant. The patient said that the facility refused to give them an appointment because of the implant. The patient said that they were told that their implant was not okay for their MRI machine. The patient said that the MRI technician wanted them to turn the stimulator off, but the patient did not have the external device to control it aside from the recharger. The agent placed the call on hold, but the call was disconnected due to system issue. The patient called back to report they hadn't used the device since 2021. When asked, the patient said that the device was working as it charged up however it didn't do anything for their symptom control. The patient said that at first they thought it did help a little bit however it was determined that it wasn't helping so they didn't bother with it. The patient also said they had lost 40 pounds since implant and said that the were wires sticking out. The patient was ordered to have an MRI of lumbar spine and lower back as they had a couple of slip discs. The patient called the hospital yesterday to book the MRI and they were refusing to do it because of the stimulator. The agent reviewed MRI guidelines. The patient only had the recharger and belt and didn't have the programmer and communicator. The agent started to review lost/stolen replacement process however the patient said they weren't interested, said they hadn't seen their managing physician in years. The agent asked if the patient considered having the implant removed. The patient said they didn't have income at this point and weren't able to afford the co-pay and said they didn't have the time, needed to take care of their back issues first. The patient would charge up the recharging equipment and then attempt to charge the implant. The agent told the patient to call back if they had any difficulty charging the implant and if they needed, they could call back for assistance with recharging implant. The patient also mentioned they had an MRI last year and it did not get ripped out of their backside. An email was sent to the field notifying them of the situation and requested assistance.